Manufacturer narrative:
The insulin pump was programmed with a test transmitter and the glucose sensor simulator. The sensor feature worked properly. No unexpected sensor alarms were noted. The insulin pump was received with a deep scratch on the display window and cracked battery tube threads. No crack was noted on the display window.

Event description:
Customer reported the insulin pump was damaged on the clear cover over the screen. Customer also inquired if the damage would cause the sensor errors. Customer was advised it would not affect the sensor. Customer's blood glucose was 171 mg/dl. Customer does not know how the damage occurred to the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.